Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Same failure. Different patients. Other mfg report number: 3004170064-2020-00006. A physician reported she felt the primatrix dissolved and did not achieve the healing results that she previously experienced with other patients/applications. The product was used for mohs procedure.

Manufacturer narrative:
The primatrix meshed was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a